Event description:
Device 1 of 2: reference MFR report #: 1627487-2014-05338. It was reported the pt has been receiving inadequate/ineffective stimulation due to invalid impedance (s). Reprogramming attempts to provide resolution have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.